Event description:
The customer reported the ventilator would not power up and the display was blank. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse determined the device had no mains power led indicator lit when plugged into ac power. Pse advised the biomedical engineer evaluate the power supply for replacement to address the reported problem. The biomedical engineer reported the power supply was replaced, the unit was tested and the reported problem was corrected.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.